Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the rear response button buttons were intermittent due to the traces on the rear response button cable being creased. The cause of the non-functional response buttons is the creased traces. The root cause of the creased traces could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor response buttons were not activating the device.